Manufacturer narrative:
Follow-up #1 date of submission 04/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigation revealed no defects in the pump casing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that a piece of the pump fell off. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.